Manufacturer narrative:
(B)(4) (wrist outer clasp broke). Product was requested to be returned for evaluation and has not been received. The event was most likely due to user error in that the user chose the incorrect product for use on this patient. Posey does offer other more suitable products for patients that require differing levels of restraint. The reported product IFU has contraindications: do not use this device on a patient who is or becomes: suicidal, highly aggressive or combative; self-destructive; or deemed to be an immediate risk to others, unless the patient is under constant supervision. (B)(4).

Event description:
Reporter states that a male patient came in through their emergency department because of a drug overdose. The patient was somnolent and very quite for 24 hours. After the drug medication wore off the patient became very aggressive, violent and homicidal. Their security staff was called into restrain the patient and found him very difficult to restrain, because he was fighting the restraints. The nursing staff assisted the security in applying the restraints to the patient. The patient was transferred to the psychiatric ward. Shortly afterwards the patient broke the outer clasp of the wrist restraint. The patient was restrained and later that evening discharged from their psychiatric ward. There was no patient or staff injury reported.